Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. The customer would "prime" the pump supplies and resumed insulin delivery.